Event description:
Ous MDR - after an implantation time of about 21 months, this system was explanted due to detection problems. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the ICD underwent a status interrogation. The device status was mol 1 and 192 charging procedures were documented. The ICD was visually tested. A spot of locally melted titanium was found on the housing of the ICD. This presupposes a spark over during shock delivery between the housing and a wire conductor with shock voltage. Next, the connective system of the defibrillator was mechanically tested. The screws of the shock and pacing outputs were unproblematic. Test leads were inserted and made contact easily and were at low ohm measurements. The drill dimensions were all within is-1 and df-1 standards. The memory content of the ICD was checked. Disturbances in the ventricular channel were visible in the available iegms, which explains the high amount of interrupted charging procedures. Then the signal detection of the ICD was tested and proved to be noise-free. The ICD detected simulated signals free of interferences. The therapy capacity of the ICD was tested. The antibradycardiac initial signal was good and corresponded to the programmed values. A fibrillation signal was simulated and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charging time was normal. The analysis of the ICD showed no signs of material or manufacturing defects.